Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed for a creo locking cap (1) that had loosened post operatively with subsequent screw migration. This event occurred in (B)(6).

Event description:
It was reported that a revision surgery was completed for a creo locking cap that had loosened post-operatively with subsequent screw migration. This event occurred in japan.

Manufacturer narrative:
No post-operative images were provided. Evaluation of the returned devices show wear markings on the bottom of each locking cap. This observation indicates loading likely occurred primarily around the cap outer edge, which would indicate that those screw heads had not normalized to the rod. This may have contributed to the reported loosening; however, an exact cause could not be determined. The following sections were update: b4, d9, h3, h6, and h10.